Event description:
On 3/2/1992, this pt had a right modified radical mastectomy, left simple mastectomy and placement of tissue expanders. On 2/26/93, she had removal of bilateral tissue expanders and placement of silicone implants. On 10/28/98 the pt had to have surgery for capsulectomies. During the surgery, when dr carefully opened capsules, he noted free silicone in pockets.